Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center..

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected/scraped, and evidence of foam degradation was found. During the evaluation, foam particles were visible.